Event description:
It was reported that the bd¿ blunt fill needle with filter was found discolored to yellow before use. The following information was provided by the initial reporter, translated from french: "the product concerned is a medicinal product in liquid form contained in an ampoule. At the moment when the product was taken from the ampoule via the needle and a syringe (unknown to our services), the person performing the manipulation noticed that the product had a yellowish color. Their investigation hypothesizes that the product was already yellowish before it was taken."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305211 and lot number 2021748. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.